Event description:
Customer reported receiving calibration errors when trying to start his sensors over. Customer stated that he recently experienced a low blood glucose level of 48 mg/dl after working out. Blood glucose level at the time of the call was 286 mg/dl due to the customer self treating for the low blood glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.